Event description:
It is reported that the patient was revised due to the glenosphere not seating properly. Surgeon exchanged the glenosphere and poly liner at revision.

Manufacturer narrative:
Evaluation summary: it is not known if the glenosphere was initially well seated on the taper of the base plate. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. The probable cause may be an intra-operative error during placement of the glenosphere. No immediate post-op x-rays were provided to determine if glenosphere was originally seated properly. An exact cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.